Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an (B)(6) professional (B)(6) phoned in to technical services to inquire about a patient's right ventricular (rv) lead. The lead had triggered an alert when the rv tip-to-rv coil pacing impedance exceeded the lower alert threshold. It was noted that the rv tip-to-rv coil impedance has always trended low but only now exceeded the lower alert threshold, triggering an alert. The lead remains in use. No patient complications have been reported as a result of this event.